Event description:
Related manufacturer reference number:2017865-2023-51428. Related manufacturer reference number:2017865-2023-51429. Related manufacturer reference number:2017865-2023-51430. It was reported that the patient presented with a pocket infection. The entire system was extracted. The patient was in stable condition.